Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc. From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc and any medwatch reports will be submitted. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted. This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing reportable events for the barimaxx beds range and maxxair mattresses range, we were able to find a few complaints, related to the patient falling/nearly falling from the bed as a result of various scenarios. Although the event itself was not witnessed by anyone, the patient was found by the facility staff lying on the floor in the middle of the night. The circumstances under which the failure occurred are therefore unknown - we were unable to confirm if the patient rolled out of the bed - or was trying to stand up from the bed, lost his balance and fell on the floor. There was also no information whether the side rails were raised or lowered at the time of the event. Based on the information collected to date, the provided problem description and the inspection of the device, we have been able to confirm that after the event the device was in full working condition and worked as per design. Therefore it seems the most likely that either the side panels were not in raised position and patient rolled out of the bed, or he was trying to stand up and lost his balance. The design of the barimaxx ii bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section of the bed occupant to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. In accordance to the recommendation from the quick reference guide (eg 310612-ah rev b) which were delivered to the customer together with the device as part of the labeling, the user is informed about the functionality and usage of the side panels: side rails and restraints - use or non-use of restraints, including side rails, can be critical to patient safety. Serious injury or death can result from use (potential entrapment) or non-use(potential patient falls) of side fails or other restraints. Whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risk and benefits of side rail / restraint use(including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and / or family. It is requested to consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency. In summary, the device was being used when the event occurred, it contributed to the event since the patient fell off the bed. Fortunately, no has been sustained. No failure has been found within the device. However we have decided to report this event in an abundance of caution and to be transparent. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).